Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that on (B)(6) 2011, he obtained the results of 104 mg/dl and 66 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged that on (B)(6)2011, he obtained the results of 122 mg/dl and 66 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.